Manufacturer narrative:
D. Suspect medical device: the device [rpc-035145-0-5] is not distributed within the united states. Although no patient harm was reported in this case, same/similar failure modes have been previously reported for this device family or comparable cook devices distributed in the u.s., as documented in relevant risk assessments. E1 - title: pharmacy intern. E1 - phone number: (B)(6). H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during an unspecified procedure, the distal part of the roadrunner wire guide broke in the patient's bladder when it was removed from its ¿ch 7 rigid guide¿. Additional information has been requested but has not yet been received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. Investigation evaluation: description of event: it was reported, during an unspecified procedure, the distal part of the roadrunner wire guide broke in the patient's bladder when it was removed from its ¿ch 7 rigid guide¿. The wire was not completely broken, so everything was removed smoothly, leaving nothing inside the patient. The wire guide coating was activated with water. No particular resistance was felt when inserting or removing the guidewire. A section of the device did not remain inside the patient¿s body. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One roadrunner wire guide was returned in a holder and segment that was broken off of the wire guide was also returned. The separated segment measured approximately 24.5 cm. The separated section is made of the tip of the wire guide and stretched out coiling wire. The wire guide was removed from holder and only the tip of the wire guide was observed to be damaged. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The device is supplied with IFU which includes the following precautions ¿ manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. Instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. ¿ for roadrunner@ pc wire guide double flexible, the pink end of wire guide is not hydrophilically coated or intended for insertion into body. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 19aug2025. The wire guide coating was activated with water. No particular resistance was felt when inserting or removing the guidewire. The wire was not completely broken, so everything was removed smoothly, leaving nothing inside the patient.